Manufacturer narrative:
Received one set of 4 used arcticgel pads only, without original packaging. Per visual inspection, it was noted that there were no obvious defects that would have contributed to the reported problem. The pads were reviewed and there was evidence of use noted. It was found that the trim pattern of the pads were correct, and that the energy connector was found free of damages and presented a good connection. The pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, with the following results: left chest pad: a total of 6.64 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 4.45 l/min m2 of flow rate were registered during the test. Right chest pad: a total of 4.19 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 3.66 l/min m2 of flow rate were registered during the test. The flow rate for this product must be above 2.4 l/min m2. The flow rate was found to be acceptable on all of the returned pads. No manufacturing deficiencies were observed in the returned pads that would have contributed to the reported problem of low flow. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads produced low flow upon initiating therapy. After disconnecting and reconnecting the fluid delivery line, the flow remained at 0.2lpm. Therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed with the new set of pads without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads produced low flow upon initiating therapy. After disconnecting and reconnecting the fluid delivery line, the flow remained at 0.2 lpm. Therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed with the new set of pads without any further issues.